Event description:
The health care provider reported that the pt expired of an unk cause. It was stated that the cause of death was unrelated to the implanted system. The pump was explanted. The medication being delivered via the device system was not reported.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.